Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1416, serial number: (B)(6), batch/lot number: 213941, model/catalog description: wavewriter alpha prime 16 ipg kit, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2366-70, serial number: (B)(6), batch/lot number: 5023413, model/catalog description: linear 3-6 lead 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's ipg had reached end of life and the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced.